Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: the pump powered on with a returned battery cap. The battery cap measurements were noted to be within specifications. Investigators were unable to confirm or duplicate the original complaint; the review of the black box data showed that the data from the date of the original complaint has been overwritten. Current black box data showed no evidence of an intermittent power issue. The pump was exercised with the returned battery cap for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.